Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02895. It was reported the patient experienced a fever of 102 degrees, chills, and oozing from the incision site on (B)(6) 2017. As a result, the patient was admitted to the hospital for sepsis. In turn, on (B)(6) 2016 the patient underwent surgical intervention wherein the entire scs system was removed due to infection. Additional information revealed the issue resolved following the procedure.